Event description:
Ems (B)(6) has been informed (B)(6) 2006 by (B)(6) (distributor of (B)(6)) that the public attorney of (B)(6), is investigating a case of death in (B)(6) hospital in (B)(6) . The pt passed away (B)(6) 2005 after a treatment pcnl in the kidney with the (B)(6). An expert of (B)(6) installed the device, and another expert was present during the operation. According to info provided by (B)(6), the device was in perfect order. But complication (bleeding) occurred after perforation of the kidney and vessels and the treatment had to be stopped. The following night, an emergency operation took place, but the pt did not survive. Based on the info provided, the device is not considered to have malfunctioned.

Manufacturer narrative:
Boston scientific was notified that an adverse event occurred on a (B)(4) lithoclast master device. This device was not distributed by boston scientific corporation, however, boston scientific distributes a similar device with the same MFR. This event is being reported due to the device being similar. Original report sent to FDA by e.m.s electro medical systems s.a. Report # 3004096429-2006-00001. (B)(4).